Manufacturer narrative:
(B)(4).

Event description:
It was reported that a frozen screen on the mobile app occurred. Data was received but will not be investigated as it will not confirm the alleged complaint or determine a probable cause. No injury or medical intervention was reported.